Event description:
Blood bank software caused blood bank record (including abo and rh and comments for special blood products) of pt a to be incorrectly made a part of the record of pt b, overwriting and destroying the info on pt b. As a result, the abo group for pt b did not match that of a current blood specimen and the comments were incorrect. This resulted in a two hour investigation which confirmed that the software had malfunctioned when a remote user had hit certain keystrokes in functions roe and/or coe which misassigned the incorrect system number of pt a to pt b.